Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, a cardiac tamponade was diagnosed via intracardiac echo (ice) catheter after the patient's blood pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector, and visitag with the visitag module parameters for stability set at 2.5, 3 seconds, 3 for 25%, 3mm with no additional filter used with the visitag.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).